Manufacturer narrative:
(B)(4). Faultnumber = hardware error alarm (63). Linenumber = 341. Filenumber = (B)(4). Variableinfo = 0c 00 00 00 00 00 00 00 00 3c. Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected blank display noted during testing. Pump error 63 alarm (variableinfo=oc) confirmed in the pump history. Unable to determine the root cause, problem isolated to electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicates the insulin pump turned black and turned off. The customer reported the pump alarmed hardware low level failures. The pump error alarmed during basal delivery. The customer was able to clear the alarm, however the customer did not receive request to rewind pump. The customer performed self test and it passed. No harm to the customer requiring medical intervention. The insulin pump will be returned for analysis.